Event description:
Voluntary medwatch received states a patient's right ventricle lead was explanted due erosion. The pacemaker and associated leads were explanted as well. No additional adverse patient effects were reported.